Event description:
It is alleged that, "the patient underwent ceramic on ceramic right hip replacement surgery in 2005." It is further alleged that, "problems began one to one and a half years ago. The patient experienced pain, popping, and squeaking of the hip, clicking and limitation of movement of her right hip."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.